Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states this chair was in their warehouse under a shelf with things pilled on top of it, for awhile and they pulled it out for him to take a look at it. Provider states that when he charged it and turned it on he heard a little pop and then he noticed on the joystick where the sd card goes in smoke began coming out, he said not a lot of smoke.